Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rgth, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1rgth, (B)(6), (B)(4). Value: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an external neurostimulator (ens). Consumer reported an infection at the pocket site. The healthcare provider (hcp) opened up the pocket site and saw pus; the patient also reported pain at the pocket site. The hcp prescribed antibiotics and removed the lead. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Patient weight and external neurostimulator (ens) serial number are unknown. The ens and lead will not be returned for analysis because the ens was discarded and the lead was sent to the hospital's pathology for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.